Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 32mm abdominal aortic aneurysm on (B)(6) 2011. The proximal neck diameter was noted as 23mm and 20mm in length. A torturous external iliac artery was reported at the index procedure. It was reported that on CT completed approximately 7.5 years post index procedure, the right iliac artery had dilated beyond the size of the 24mm implanted limb extension. Intervention was carried out where the right hypo gastric artery was coiled and a 16x10 endurant limb was implanted into the external iliac artery to seal it. The event was resolved. As per the physician, the cause of the event was anatomy related where the iliac artery had dilated over time. No additional clinical sequelae were reported and the patient is fine.